Manufacturer narrative:
This is the second revision surgery underwent by the patient. The patient had a primary knee on (B)(6) 2015. On (B)(6) 2015 the patient came in due to signs of infection. Then, the patient came in complaining of pain. Batch review performed on 13 november 2017. Lot 134045: (B)(4) items manufactured and released on 13 november 2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon was unable to determine the cause of pain. The surgeon swapped the poly. The surgery was completed successfully.